Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was presented with ventricular tachycardia (vt) storm with pulmonary hypertension and the decision was made to place the patient on impella cp support. It was reported that during the peel away sheath removal and insertion of a repo sheath, the pump came back near the valve. The doctor was unable to get it seated properly as like before. The doctor tried torque maneuvers to no avail. The doctor also tried getting a better position at bedside but pulled back across the aortic valve. The pump was explanted then reinserted and support was continued. The next day, the patient was critically ill and had a loss of pulsatility. Positioning was confirmed, increase in volume and pressor support were noted. The patient was in and out of atrial fibrillation, vt, and paced rhythm with hypotension. The patient was shocked three times with minimal change. The following day, the family decided to withdraw care and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation for the impella cp has been completed. The device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The root cause of the positioning issue was most likely use related since the pump pulled back during sheath removal. The root cause of the atrial fibrillation/ventricular tachycardia could not be determined without additional clinical details. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: g1-MDR reporting contact email.